Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-laparoscopic right colon surgery, two units of reload were used in the lumen to create a side to side anastomosis. The patient experienced anastomotic leakage where staple lines overlapped. Re-operation was done to redo the right colon. This caused tissue loss. Patient hospitalization was extended as a result of the event.